Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2008 that an enteryx device was used during an unknown procedure. According to the pt, the procedure was performed a while ago and she is concerned with feeling as though she may pass out. She reports that some of her post-procedure complaints are mentioned in the recall notice for the enteryx device. The pt is currently scheduled for gallbladder surgery. No further pt info was provided.

Manufacturer narrative:
Boston scientific corporation no longer produces the reported product. The complainant was not able to provide the model number, catalog number or lot number of the suspect device, therefore, the device manufacture date is unknown. The device remains implanted in the pt; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined.